Manufacturer narrative:
A film weld defect on the cartridge was detected on the cartridge and confirmed through review of the product. A review of production records for this batch did not note any manufacturing issues that may have contributed to this effect. The user manual for the quanta dialysis system contains warnings and precautions for users to monitor for leaks or disconnections throughout the treatment and that the machine alarms may not detect all instances of blood leaks.

Event description:
The user reported that blood was observed leaking from the pressure sensor module of the quanta dialysis system blood tube set. Treatment was ended immediately and the product in question returned to quanta for investigation. No patient adverse event was noted as a result of this event.